Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: esheath liner appears to be torn. Calcification and tortuosity present at access vessel. The reported event of liner punctured was confirmed based on evaluation of provided images. Available information suggests patient factors (calcification and tortuosity) and procedural factors (excessive manipulation) likely contributed to the event. As per the 3mensio report, the patient had presence of calcium and tortuous anatomy at access vessel. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards south korea affiliate, during transfemoral tavr procedure with a 23mm sapien 3 ultra transcatheter heart valve, the commander delivery system with crimped valve did not pass through the partially expandable section of the esheath. However, after some attempts, it eventually passed but it did not exit the tip of the esheath. Angiogram was performed, and a bent strut was observed on the valve. It was decided to remove the devices. The valve was retrieved within the esheath, and a second commander delivery system with crimped valve passed easily. The procedure was successfully completed without any vascular complications. Patient was fine post procedure and discharged home. Per images received, an esheath liner puncture could be observed.

Manufacturer narrative:
Investigation is still ongoing.